Manufacturer narrative:
(B)(4). Date sent: 7/13/2023. D4: batch # 944a75. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with an opened package. The reload was received unfired and with damage on reload deck. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reload to be damaged. A manufacturing record evaluation was performed for the finished device batch number 944a75 , and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.